Manufacturer narrative:
Conclusion: in the area where the instrument broke, normally, no lateral contraction occurs. When misusing the instrument, as per example levering, due to the serration of the jaw a break in this area, is possible. The exact cause for the break cannot be conclusively determined, but is has to be assumed that misusing or overstressing the instrument caused the instrument break. As stated above, our production records indicate compliance with all specifications and our trend analysis reflects no problem with this pattern. Thus we feel that no corrective or preventive action is to be taken on our part.